Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the lead fracture unknown and they noted it was reported by a previous physician. The hcp stated that no actions or interventions were taken for the issue and they noted that they did not attempt to remove the fractured lead left in by the previous surgeon. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3966, lot #: la2997, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3966, serial/lot #: (B)(4), ubd: 22-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that patient no longer had their device from 2002. It was noted that patient had 'failed to void response' and their previous urologist attempted to remove the lead; however, the lead was fractured and they had retained the fragment. No further complications were reported.